Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an imprecise motion failure. This instrument¿s grip axis was not moving intuitively, i.e. It was not following the master tool manipulator (mtm) input commands smoothly. The instrument grip did not close fully, and it opened wider than usual when articulating the grips on the in-house system. The instrument exhibited imprecise motion. Failure analysis found the fenestrated bipolar forceps instrument to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. As a result of a broken input disk the instrument exhibited imprecise motion during functional test on in-house system. Hairline cracks were found on grip input shaft #6. Further evaluation found the fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation as the insulation was lifted-off and still attached. The instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions were found on one of the surfaces at the bipolar yaw pulley. The complaint regarding no longer will close was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument no longer closed and had 12 lives remaining. A backup instrument of the same kind was used. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no procedure delay. The reported issue was identified during sterilization. There was no patient impact.